Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer indicated via phone call of being hospitalized for high blood glucose of 505 mg/dl. Customer indicated that they are currently in the hospital. The customer was advised that the device would be replaced and to return the product for analysis.